Event description:
Pt reported some segments of the display of the infusion device are not working. Pt stated the segments that are missing are between the two numbers of the units and she is not able to decipher the real amount of insulin and to set the therapy properly. Pt is going away. No further information is available. No physiological effects were reported. The pt did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested return of the alleged infusion device for evaluation.

Manufacturer narrative:
This incident occurred outside of the united states. Information contained within this report is all that is available at this time. If further information is obtained it will be provided in the supplemental report.